Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, when the right atrium (ra) lead was connected to the analyzer no diaphragmatic stimulation occurred. However, when the ra was connected to the device there was diaphragmatic stimulation. Fluoroscopy revealed the ra lead was in the same place. The ra lead was removed and exchanged for another ra lead. No patient complications have been reported as a result of this event.